Event description:
A medtronic (B)(4) representative reported that after tracer registration is completed that navigation is allegedly 1-2mm inaccurate in the lateral plane towards the emitter. She reported there is no appreciable metal in the field. The surgeon continued to use navigation for the case and there was no impact to the patient.

Manufacturer narrative:
Tested navigation with original and replacement emitters. Installed new emitter and tested ok. A medtronic representative covered a case after replacing the axiem box. They were unable to replicate the issue. Device will not be returned per site decision to retain the suspected device as the rep could not identify the emitter was the root cause of the alleged event.

Manufacturer narrative:
The patient demographic information has been requested, but due to (B)(4) health information privacy laws it is unknown. A medtronic representative replaced the emitter, but the site has reported that they are still experiencing the issue with the new emitter. Suspect emitter has not been returned for analysis. Unable to determine root cause at this time.

Manufacturer narrative:
The axiem box was replaced on the system and this resolved all reported issues. However, the suspect axiem box was received by the manufacturer for evaluation and was found to be fully functional. Unable to confirm complaint.